Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device wasn¿t returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the scope communication error e216 and b30 were displayed during the incoming inspection for the repair at olympus service operation repair center (sorc). The error e216 was displayed when the video connector of the subject device was swung and the error b30 was displayed when the video connector of the subject device was reconnected. There was no patient injury associated with this report.